Manufacturer narrative:
.

Event description:
Customer had a fasting blood glucose comparison performed. The customers device read 333 mg/dl and the lab result was 99 mg/dl. No treatment was received. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.